Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced inaccurate a hyperglycemic event while being in an active sensor session. During the event the patient was using a tandem pump in closed loop system. The day of the event the patient experienced symptoms of diabetic ketoacidosis and had a headache. During this time the cgm reading would have been high, but no specific reading was reported. A small amount of insulin was given, but the cgm reading did not go down. The patient was hospitalized and was treated with intravenous insulin and fluids. It was unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. No other details were documented, and the patient declined to provide further information. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm. On 09/24/2024, it was reported that the patient experienced inaccurate a hyperglycemic event while being in an active sensor session. During the event the patient was using a tandem pump in closed loop system. The day of the event the patient experienced symptoms of diabetic ketoacidosis and had a headache. During this time the cgm reading would have been high, but no specific reading was reported. A small amount of insulin was given, but the cgm reading did not go down. The patient was hospitalized and was treated with intravenous insulin and fluids. It was unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. No other details were documented, and the patient declined to provide further information. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No additional event or patient information is available.